Event description:
It was reported by service report that the lights on the footboard were not working and the chaperone and the bed exit were affected. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard.